Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. At this time, there has been no report of a revision. Based on the review of the CT scan by the clinical research team, the band has not broken but has pulled through the sternum. The most likely underlying cause of the complaint cannot be determined based on the information and material provided. Potential causes include surgeon technique as in excess tensioning, not fully locking the cam, patient condition (e.g. Poor bone quality). The instructions for use (IFU) for the sternalock 360 system has the following information in the section titled possible adverse effects: nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. In the section titled warnings: tension should be applied until the bone halves are approximated and visually contacting. Care should be taken to not over-compress the bone halves. Over-compression may lead to bone damage, tearing of surrounding soft-tissue, or damage to the implant leading to failure of the device. Under-compression may lead to poor sternal approximation, reduced implant stability, or nonunion. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon "took CT scans of patient post-operatively suspecting the band on sternalock 360 was cutting into patient." The surgeon is requesting the scans be reviewed by the manufacturer to confirm if the band is broken and if it is cutting into the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The scans provided by the surgeon were reviewed, it was identified the sternalock 360 band and screws have pulled through the lower-most, left side of the sternum; however the band is not broken. It was recommended to the surgeon a revision should be performed to bring the lower part of the sternum back together. Device evaluated by manufacturer and not returned to manufacturer. (B)(4).